Event description:
Severe eye irritation and sensitivity to light. As problem progressed, redness around the eye. Upon visiting the eye dr, there was a bump on the cornea of the eye. First dr visit occurred in 2007 (3 weeks after symptoms first appeared). Eye drops prescribed and problem took several weeks to rectify. Upon using the product again, the same problems began to occur. Discontinued using the product (changed contact solutions and threw away 3rd set of contacts) and problem never came back.